Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. The device history record was reviewed and no issues were identified that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since replacing the lamp solved the reported issue, it is likely that the lamp failed to illuminate and an e103 error occurred because the lamp had exceeded its useful life or it may have been due to an accidental failure of the lamp.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer confirmed replacing the lamp solved the issue.

Event description:
A user facility reported to olympus that an e103 lamp error was generated and the lamp was "strobing" when turned on. The problem, as reported to olympus, did not occur during a procedure. No patient harm or injury, associated with the reported problem, was reported to olympus.